Event description:
It was reported the pt died. The cause of death is unknown. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
See scanned page.